Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error (b30). A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the customer's allegation and the newly discovered malfunction: faulty plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that colonovideoscope had a black screen. The issue was found during a diagnostic colonoscopy procedure. There was delay of less than 30 minutes. The procedure was completed with an olympus back-up device. There were no reports of patient harm.